Manufacturer narrative:
A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc, loaded the software and returned the system to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It has been reported to philips that the system would not start. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the flexviewing pc, reloaded the software and returned the system to use in good working order.